Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was over 600 mg/dl. The customer stated that he changed his infusion set and his blood glucose went up after eating. Troubleshooting was done. The customer expressed nausea, fuzziness and thirst as symptoms of his high blood glucose levels. The customer's insulin pump failed the high pressure test twice. Customer confirmed that he received a no delivery alarm a couple days prior. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was not occluded. Explained to customer that the insulin pump was working properly and that the issue may be the insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.